Event description:
During stent delivery, the delivery catheter was fractured. The additional piece was recovered from the vessel.following deployment of the most proximal stent, it was identified that the nose cone of the deployment device had detached from the catheter. Technically successful foreign body retrieval was performed utilizing a 4 mm diameter snare.no harm to the patient.